Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was separated the following information was received by the initial reporter with the following: it was reported by customer that the tubing is coming apart at some of the connecting points.

Manufacturer narrative:
It was reported by customer that the tubing is coming apart at some of the connecting points. One photo was provided by the customer for failure evaluation. Investigation of the photo shows that the tubing separated at the distal male luer to tubing location. The customer complaint of separation was confirmed. A root cause analysis could not be conducted because a physical sample was not provided. The probable root cause is a lack of bonding solvent at the union location. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.